Event description:
The customer reported that after 21 hours of therapy the membrane delta pressure increased to over 200 mmhg in a 45 min time frame. The oxygenator was changed out without any patient effects. The customer also reported that another patient had two oxygenators changed out for a similar scenario as above. No further details were provided for these events. This is device 3 of 3. (B)(4).